Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 587 mg/dl with excess urination, extreme thirst, nausea and a small level of ketones associated with an alleged motor noise issue. It was reported that after the alleged grinding the noise the patient¿s bg level increased but their bg level decreased to 357 mg/dl at the time of the call. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump¿s motor had a grinding motor noise issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged motor noise issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: a review of the black box showed the last bolus delivery was a 0.3 unit normal bolus. No alarms related to the motor noise issue were found in the black box. The rewind, load, and prime steps were performed successfully. No grinding noises were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no intermittent conditions to the motor flex/assembly. No evidence of loose components or contamination were found inside the pump. The motor noise complaint was unable to be duplicated during investigation.